Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced redness, swelling, suppuration, and hot and pain in stoma. The patient went to the health center and a culture was performed. In a preventative way until the culture results were obtained, the physician prescribed antibiotic meiact for ten days. A peristomal abscess was suspected. On an unknown date after meiact was completed, the culture of the stoma revealed a stoma site infection and the patient was prescribed antibiotic levofloxacin on (B)(6) 2018 for a duration of ten days. On (B)(6) 2018, the patient stopped the levofloxacin and the nurse reported that the levofloxacin may interact with duodopa therapy.